Event description:
It was reported that the tip of the tap broke. Used another tap.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: confirmed fractured upon investigation of the returned product. Manufacturing files were reviewed and no anomalies were found. Conclusion: the visual inspection implicates the tap likely fractured by torsional overload. The probable root cause of the tip fracture is likely due to the over-torque of the tap and not using the awl for hole preparation.

Event description:
It was reported that the tip of the tap broke. Used another tap.